Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to helix extension issues. The lead was placed in the correct ventricle, but it was exhibiting high pacing threshold measurements and the sensing was poor. The physician tried to locate the lead in a different position, but mechanism was unable to be extended after 55 turns. The lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood and tissue around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to helix extension issues. The lead was placed in the correct ventricle, but it was exhibiting high pacing threshold measurements and the sensing was poor. The physician tried to locate the lead in a different position, but mechanism was unable to be extended after 55 turns. The lead was explanted and successfully replaced. No additional adverse patient effects were reported.